Event description:
A report was received that the patient's lead had high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient's lead had high impedances. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had no issue with high impedance. The patient also had a new pain area which was not device related.

Event description:
A report was received that the patient's lead had high impedances. The patient will undergo an explant procedure.